Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) surgery due to his incontinence started again. When the aus was removed, a leak was located on the inner wall of the cuff. A new aus was implanted and patient is doing well. There is no more information available from the physician or the sales representative.